Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked. No harm requiring medical intervention was reported. The customer already changed insulin set 3 times, no occlusions in set. Customer stated that self test was passed without any errors, no insulin pump errors in history and device verification test did not passed. Customer stated that without a reservoir insulin pump acts as if the insulin pump found a reservoir and stated completed, after that it states insulin flow blocked, same issue as with previous insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No delivery alarm or occlusion - unknown timing not confirmed. Device test failed not confirmed. (B)(4).